Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; disease progression and the tortuosity in the vessels. Treatment of ulcer. Conclusion: anatomy related; disease progression and the tortuosity in the vessels. Treatment of ulcer.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 3.8 cm abdominal aortic ulcer. Vessel morphology at the time of implant was reported as there was small in diameter distal aorta, 14 mm and severe tortuosity in the iliac arteries. The physician elected to implant only two tube devices due to the narrow in diameter distal aorta. A recent follow up appointment the CT revealed that there was a type iii endoleak, separation between the two stent grafts. The physician believes that the cause of the separation is due continued disease progression and the tortuosity in the vessels. The physician implanted an endurant 24x24x82 stent graft between the two stent grafts and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.